Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective replacement procedure on (B)(6) 2019. During the procedure, it was noted that the patient's left ventricular lead pulled back and that the physician decided to leave the lead as it was. The patient presented for a follow-up in clinic at a later date with shortness of breath. Upon interrogation, it was noted that the left ventricular lead exhibited no capture and was sensing both ventricular and atrial signals. The lead was concluded to have been dislodged and was explanted and replaced on (B)(6) 2019. The patient's condition was stable after the procedure.